Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer passed out in a store; the paramedics were called. Customer was transported to hospital. The blood glucose reading at the time of the event was 700 mg/dl. Customer was released when the blood glucose level decreased to 154 mg/dl. Nothing further reported.